Event description:
Internal blood leak reported. Dialysis machine alerted blood leak, confirmed with hemastick. Ebl 200 ml, equal to the volume of blood discarded. No adverse effects to pt. No treatment required. No sample available. MDR filed based on blood loss.